Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the depth gauge was found broken during field inspection and in central sterile processing. The wire that extends from the shaft of the depth gauge has broken off. With continued use and cleaning the wire becomes loose and eventually breaks off. There were no patient and surgical involvement. This is report 1 for 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot , part number: 319.006, synthes lot number: ft00309, supplier lot number: n/a, release to warehouse date: 6jan2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: updated : it was reported that on (B)(6) 2019, the wire that extends from the shaft of the depth gauge has broken off. With continued use and cleaning the wire becomes loose and eventually breaks off during field inspection and sterile processing. There were no patient and surgical involvement. This complaint involves one (1) device. Investigation flow: visual/damage visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot ft00309) was received with the needle component broken off from the slider. The broken off needle component was not returned. The transverse fracture was located at the interface between the needle and slider. The protection sleeve component was not returned and is missing. No other issues were identified. Dimensional inspection: dimensional inspection of the needle could not be conducted as the broken off needle was not returned. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Depth gauge for 2.0/2.4mm screws 319_006 rev l/n, needle 319_006_3 rev e, protection sleeve 319_006_1 rev e. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot ft00309) as the needle component was broken off from the slider. The protection sleeve and broken off needle component were not returned and are missing. No definitive root cause could be determined. It is possible that the broken condition was due to excessive/unintended forces and/or consistent use/reprocessing over the part¿s lifetime caused the needle to become loose and eventually break off. It is possible that the protection sleeve was misplaced during surgery/reprocessing. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.